Event description:
The patient underwent a successful coil embolization procedure. It was reported that three days post procedure the oculomotor nerve palsy occurred. No medical treatments were performed. The patient was discharged approximately two months after the procedure with unresolved diplopia. The physician did not relate the adverse event to the implanted devices; however to the compression of the oculomotor nerve by thrombus inside the treated aneurysm.

Event description:
The patient underwent a successful coil embolization procedure. It was reported that three days post procedure the oculomotor nerve palsy occurred. No medical treatments were performed. The patient was discharged approximately two months after the procedure with unresolved diplopia. The physician did not relate the adverse event to the implanted devices; however to the compression of the oculomotor nerve by thrombus inside the treated aneurysm.

Manufacturer narrative:
The device remains implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. Neurological sequelae is a known risk associated to these types of procedures and is noted in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.